Event description:
The customer stated, that she was hospitalized for low blood glucose and the reading was 56 mg/dl. Prior to the hospitalization, the customer stated, that she was making preparing lunch when she lost consciousness. The customer was found by her daughter and all she remembers is being rushed to the hosp. The customer was unable to troubleshoot during the phone call, because she was unable to read the screen due to being visually impaired. The customer did state, however, that the doctor and trainer had checked out the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.